Event description:
It was reported that during pre-surgery, it was observed that the cord on the foot control device was damaged. During in-house engineering evaluation, it was observed that the cord was cut exposing the wires on the device. There were no delays to the planned surgical procedure. A spare identical device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the cord had a cut exposing the wires. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to mishandling by letting the device come into contact with a sharp object. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.